Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5085515 that a patient underwent an unspecified breast surgery with two unspecified mentor gel breast prostheses and was presented with generalized illness (brain fog, fatigue, joint, back pain, and suicide ideation). As a result, the patient had the devices removed on (B)(6) 2018. This report is for one of the two effected sides.

Manufacturer narrative:
The patient also has psychiatric disorder which was unintentionally missed in the initial report submitted. Manufacturer¿s reference number: (B)(4).